Event description:
The manufacturer received information alleging an issue related to the active exhalation control module. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.